Manufacturer narrative:
Product event summary: analysis confirmed the reported overheat with message found in the programmer log; power supply found out of electrical specification. Analysis could not confirm the reported printer and performance issues; no information on the sluggish performance found. Programmer interrogated and printed as expected. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer overheats. It was also reported there were printer problem. It was noted there was a two hour format delay. The programmer was returned for repair. There was no patient involvement.